Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) suggested reprogramming options. The device remains in use. No adverse patient effects were reported.